Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a red cell ring issue. The following information was provided by the initial reporter. The customer stated: "the serum tube had a blood clot within the sample after spinning down. This resulted in another collection from the patient as the sample could not be analyzed."

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a red cell hang up issue. The following information was provided by the initial reporter. The customer stated: "the serum tube had a blood clot within the sample after spinning down. This resulted in another collection from the patient as the sample could not be analyzed." H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a red cell hang up issue. The following information was provided by the initial reporter. The customer stated: "the serum tube had a blood clot within the sample after spinning down. This resulted in another collection from the patient as the sample could not be analyzed."